Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version #: 2.1.0 h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that there were no failures found. The s ystem performed as intended. Codes b01, c19 and d14 are applicable to this analysis. A0719 - the system spontaneously shut down a0902 - the screen allegedly turned light blue a1102 - unreadable dialogue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that the system spontaneously shut down. The screen allegedly turned light blue with unreadable dialogue before the shutdown occurred. The probable cause was suspected to be a faulty battery or a software/computer-related issue. The patient was present during the incident, and the delay in the procedure was less than one hour. Troubleshooting steps included a battery charge test, which showed both batteries at 100% when plugged in, and normal discharge when unplugged. Technical services suspected the system may have shut down due to a faulty battery or a software issue. The system functioned normally after a reboot.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs were reviewed and it was observed that there were 2 sessions. In the first session, user navigated till planning task. Observed there was an abrupt shutdown from the system logs. There were no errors captured in the logs before shutdown and there were no warning messages. Codes: b01, c19, d15 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the event happened right before registration and the patient was in the room and intubated.

Manufacturer narrative:
B5: this was updated due to a requested clarification on patient presence during procedure. The patient was present. Imf code f1908 was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.